Event description:
Ambulance personnel were attending to a pt, condition unk. An attempt was made at monitoring the pt's ECG in the paddles mode, using combination monitoring/defibrillation/pacing electrodes, and allegedly only excessive artifact was displayed. In addition, it was reported that during an attempt at external pacing, the pacer would not turn on. Pt outcome was not reported.